Manufacturer narrative:
Correction for g3: date received by mfg: 08-aug-2024.

Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. No serial number/lot number was provided, and the device history record was not reviewed. Complaint could not be confirmed and without the return of samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that the device had a broken power cord strain relief which was resulting in power cords becoming loose. It was reported that due to the loose cord, the battery was not being charged during use. Per reporter the staff was not aware the pump was on battery until the battery failed. The reporter identified 29 pumps with ac cord retainers that had broken off; however, information has not been provided to date that specifies how many pumps exhibited battery failure during infusion as a result of the damaged relief.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.